Event description:
Pt had coughing (severe) episode wich lasted 10 mins. Upon inspection it was noted that the tubing was completely severed at the point before the cassette cartridge that fits into the sabratek 6060 pump. The pt's broviac line was "aspirated". The pt was evaluated at the ER for second degree chest pain and a feeling of tightness and wheezing.symptoms resolved and pt sent home.